Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asbxs0236 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle and the needle base leaked. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage from the needle base was confirmed and the cause was determined to be supplier related. The product returned for evaluation was a 20ga x 0.75¿ safestep infusion set. The sample contained usage residue throughout and the safety mechanism was engaged over the needle tip. Gross visual evaluation did not reveal a leakage site. Microscopic examination of the needle base revealed a lack of adhesive within an adhesive application well resulting in a fluid pathway from the needle shaft to the exterior of the needle base. Functional testing did not result in leakage from that well, but the presence of the pathway provided for the possibility of leakage at that site. The implicated device is assembled at a contract manufacture and therefore the complaint was deemed to be supplier related. A lot history review (lhr) of asbxs0236 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle and the needle base leaked. No other information was provided.